Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 8042u, device implanted: (B)(6) 2010, explanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited a high threshold measurement and it was noted the threshold value had been rising over many years due to ventricular reverse remodeling. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.